Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported blood glucose results of lo, which on the compact plus system indicates a result less than 10 mg/dl, and 288 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.